Event description:
A distributor reported that the customer's pump screen was cracked, rendering the touch screen non-functional and unreadable. The reported blood glucose level was 120 mg/dl. The pump was still operational in terms of starting, charging, and being recognized by a computer despite the screen damage. The device is being returned for further evaluation, and a replacement pump has been arranged.